Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports a high pressure triple lumen catheter was placed on thursday, (B)(6) 2016 and the end of the third lumen (the 16 gauge infusion lumen) came off of the catheter after insertion.

Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow to confirm a root cause for the event, however, pfmea and dfmea were reviewed in order to identify the possible causes for the failure adapter disconnection. The following potential causes were identified in the pfmea/dfmea or in addition to this document: user misuse, defective material, inspection not performed, non-conforming product received from supplier. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.